Manufacturer narrative:
Product evaluation: the lens was returned. Solution was dried on the lens. One haptic is torn (still attached) in the distal area. The optic is scratched on the posterior surface in the central optic zone. The optic is torn/cut typical of an insertion and removal. Associated products were not provided. It is unknown if qualified products were used. The reported defect in optic was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported a lens with a defect in the optic during an intraocular lens (iol) implant procedure. The lens was inserted and removed during the initial procedure.